Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose reading was 147mg/dl at the time of incident. Customer indicated that the display screen is also frozen. Troubleshooting found that the alarms could not be cleared after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No watchdog timeout alarm, no constant tone and no frozen screen display during our testing. All buttons functioned properly and no damage was found on the keypad assembly. Inspected j2 connector on the lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.